Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during a percutaneous coronary intervention procedure, a balloon rupture occurred. The 99% stenosed lesion was located in the moderately calcified and severely tortuous 1st diagonal left anterior descending artery. A stent deployed in the proximal left anterior descending artery. The 2.0x15mm apex monorail balloon was inflated in the 1st diagonal and was inflated to less than 6 atmospheres when it ruptured. The balloon was removed intact. The procedure was completed with a different device. The pt status is listed as "no problem" with no complications reported. This device is only ous approved but it is similar to a marketed us device.